Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "showed lec 1720 code" was able to be duplicated. Power up of the pump displayed lec 1720. Simulated use was able to download event log, able to power up the pump and read out the pump error log. The event log verified that the event occurred (several 1720 alarms recorded). 1720 error is power_backup_cap_failure. Service will replace the backup cap to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.